Event description:
It was reported to philips that the image was not displaying on the main monitor during vascular use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service secured the loose cx50 connection. Follow-up investigation was identified as required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).